Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The sales rep reported, "following a problem with the dmi shoulder prosthesis at the hospital, the broken screw and the glenosphere screw were noted intraoperatively." In addition, the customer reported, "mobilization of glenosphere plate + functional degradation following a fall in (B)(6)2022 broken screw glenosphere screw broken in central screw difficulty in extracting broken screw fragment, preventing extraction of plate fragment extracted using microsurgical forceps".

Manufacturer narrative:
Please note correction to b5 (executive summary) and h6 (device code, clinical signs, and health impact codes). The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows significant signs of implantation as evident by surface appearance. The capture screw inside the glenosphere has breakage, threads are severely damaged, overall pattern indicates it to be a brittle fracture cause by an application of excessive pressure resulting after patient fall. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, design & manufacturing related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to patient related issue as the patient had a fall which results into putting excessive pressure or stress on the implant, ultimately leading to its mobilization & breakage. If any further information is provided, the complaint report will be updated

Event description:
The sales rep reported, "following a problem with the dmi shoulder prosthesis at the hospital, the broken screw and the glenosphere screw were noted intraoperatively." In addition, the customer reported, "mobilization of glenosphere plate + functional degradation following a fall in january 2022- 1 broken screw glenosphere screw broken in central screw difficulty in extracting broken screw fragment, preventing extraction of plate fragment extracted using microsurgical forceps". Patient also required antibio-therapy due to the revision surgery.